Manufacturer narrative:
Follow-up #1: date of submission: 05/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: a review of the black box indicated evidence of short battery life, as drastic voltage drops were observed leading to ¿low battery¿ warnings and ¿replace battery¿ alarms on 02/17/2017. Visual inspection revealed that the battery cap and compartment were undamaged and the battery cap was able to fit securely. All current readings were within specifications; the complaint of short battery life could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed moisture corrosion on the printed circuit board and on the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.